Event description:
The pt experienced chest pains and shocking or jolting sensations when their stimulation was turned on and off. He had to go to the ER yesterday due to complications with his neurostimulator (ins). He was at home in serious condition. The company rep confirmed that the pt's chest pains were not related to the ins. The ins was going to be explanted on (B)(6) 2009.

Manufacturer narrative:
(B)(4).